Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during a catheterization of the bile duct for stenosis and gallstone procedure performed on (B)(6), 2014. According to the complainant, during the procedure, they used a dreamtome to cannulate the common bile duct; however they failed to cannulate because the papilla was too tight. The dreamtome was removed and the preloaded guidewire remained inside the patient. An rx needle knife xl was then inserted into the patient via the guidwire and the papilla was cut successfully. A radio-opacifcation was then performed and they were able to visualize the main bile duct. When removing the rx needle knife xl from the patient, they noticed that the radiopaque (ro) marker detached and remained inside the main bile duct. The physician finished the gallstone removal procedure using a bsc extractor pro rx balloon. They attempted to retrieve radiopaque (ro) marker using the bsc extractor pro rx balloon; however, the radiopaque (ro) marker was unable to be retrieved and remained inside the main bile duct. Reportedly, there was no alleged malfunction noted to the dreamtome and the extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.